Event description:
Affiliate reports that the device would not reprogram after implantation. The patient status did not become bad, so the patient is being followed closely by the doctor without replacement. The valve is still implanted.

Manufacturer narrative:
It has been communicated by the affiliate that the device has not yet been explanted. The patient is currently being monitored by the surgeon. Since no product and no lot number is available codman is unable to conduct a proper investigation. Based on that information no further action is required. If at some point the device and/or lot information does become available. The complaint will be reopened and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.